Event description:
Patient was revised to address osteolysis, polywear, and loose glenoid at the bone/cement and cement/implant interfaces. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned glenoid confirmed the poly wear. Intact machined marks on one side of the backside surface indicate the glenoid component may not be seated securely. Lack of strong implant fixation evidenced by inadequate residual bone cement in peripheral pegs and bone tissue in central peg may be caused by eccentric loading. A search of the complaint database found no additional reports for the glenoid part and lot number combination. Review of the device history records for the glenoid component found no manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. The investigation could not verify or identify any product contribution with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.